Event description:
It was reported that the bd¿ pearl side entry patient room collector experienced a missing lid. The following information was provided by the initial reporter: customer reported missing lid.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. It was reported by the customer that the lid was missing could not be verified due to the product not being returned for failure investigation. Based on the information provided, the device history record review process was unable to be performed since there was no lot number provided. A review of the ncmr¿s was performed; the result showed no issues reported for missing lids for the same part number throughout the last twelve months.

Event description:
It was reported that the bd¿ pearl side entry patient room collector experienced a missing lid. The following information was provided by the initial reporter: customer reported missing lid.